Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation and under return. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: pv8810, lot 23hk23, catalogue #6886188 - manufacturing date: 2023-08-31; expiration date: 2026-07-31; UDI: (B)(4).

Event description:
The proaqt sensor failed zeroing and calibration. The sensor had no light on. Pulsioflex monitor screen indicated "pressure sensor cable fault detected-check sensor cable" when connected to proaqt sensor at the beginning of the use. Fluid was found inside the sensor. The problem was solved by replacing with a new proaqt sensor. Manufacturer reference #(B)(4).

Manufacturer narrative:
Investigation results manufacturer: it has been reported that the proaqt sensor failed to zero and calibrate and fluid was found inside the sensor. The error could be reproduced. Residues of dried fluid were found inside the proaqt sensor housing. No crack or other deviation could be found during visual inspection. Therefore, the fluid was not the cause by leakage during use. In addition, the functional check revealed that the sensor was initially detected by the monitors, but after a short time an error message was displayed. This situation was observed 3 times after reconnecting the sensor. The root cause is seen in manufacturing issues during assembly at the manufacturer. Further investigation will be performed by the supplier. A supplemental emdr will be sent when the investigation at the supplier is completed. The following similar device is under complaint: (B)(4), lot 23hk23, catalogue #6886188 - manufacturing date: 2023-08-31; expiration date: 2026-07-31; UDI: (B)(4).

Event description:
Manufacturer reference (B)(4)

Manufacturer narrative:
The complained transducer has been inspected visually and a functional test was performed. The reported failure could be reproduced inhouse. Fluids or residues of fluids could be found during visual check. A measurement was not possible as zeroing was not possible. For a detailed root cause analysis the supplier was involved. According to the investigation at supplier side the reason for the failure is due to the use of a large amount of liquid flux for soldering. As a result of the large amount the flux there is overflow of flux in the area of the card and sensor. The remaining flux liquid creates corrosion in the solder joints, so there is no electrical reading. No leakage was found, and no error message was shown on the puldioflex when the complained proaqt was connected. To avoid a similar problem in future, employees were retrained in soldering process. Based on the results above, the device failed to meet its specification. The issue is monitored on a regularly basis in order to detect early trends. With the information stated above the complaint will be closed.

Event description:
Manufacturer reference#: (B)(4).